Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2012-01399 and 3005099803-2012-01400. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were attempted to be implanted within the trachea and left main bronchus on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the procedure was a stenosis in both the trachea and left main bronchus. The physician intended on implanting two metal stents to treat the strictures. No visible issues were noted to the devices. During the procedure, an ultraflex tracheobronchial stent (manufacturer report # 3005099803-2012-01400) was deployed within the trachea. Subsequently, a second ultraflex tracheobronchial stent (manufacturer report # 3005099803-2012-01399) was attempted to be deployed within the left main bronchus; however, resistance was met as the physician pulled on the suture and the stent could only be deployed half way. The physician had to remove the partially deployed stent from the patient. Reportedly, as the physician removed the stent, it became ¿stuck¿ on the first stent (manufacturer report # 3005099803-2012-01400), and dislodged the first stent proximally within the trachea. As a result, the physician had to remove both stents from the patient. The procedure was completed with one ultraflex tracheobronchial stent that was implanted within the trachea, as there was no other stent available that was a suitable size for the bronchus. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2012-01399 and 3005099803-2012-01400. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were attempted to be implanted within the trachea and left main bronchus on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the procedure was a stenosis in both the trachea and left main bronchus. The physician intended on implanting two metal stents to treat the strictures. No visible issues were noted to the devices. During the procedure, an ultraflex tracheobronchial stent (manufacturer report # 3005099803-2012-01400) was deployed within the trachea. Subsequently, a second ultraflex tracheobronchial stent (manufacturer report # 3005099803-2012-01399) was attempted to be deployed within the left main bronchus; however, resistance was met as the physician pulled on the suture and the stent could only be deployed half way. The physician had to remove the partially deployed stent from the patient. Reportedly, as the physician removed the stent, it became "stuck" on the first stent (manufacturer report # 3005099803-2012-01400), and dislodged the first stent proximally within the trachea. As a result, the physician had to remove both stents from the patient. The procedure was completed with one ultraflex tracheobronchial stent that was implanted within the trachea, as there was no other stent available that was a suitable size for the bronchus. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.

Manufacturer narrative:
Reported issue of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 20 mm. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. It was noted that the shaft was kinked at 79 mm proximal to the distal tip. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.